Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported leaking at filter.

Event description:
The customer reported that fluid leaked from the filter extension set during use on patients. There were no specific patient events, dates, or details provided. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: non-bd extension set; 10ml bd syringe ref (B)(4), lot number 719311a, exp 2020-07-11, 0.9% sodium chloride. The customer's report of a leak from the filter extension set was not confirmed however a leak was confirmed on the primary set. Visual inspection and functional testing of the extension set showed no anomalies or leaks. Visual inspection of the primary set showed a tear on the silicone segment directly below the upper fitment. Functional testing resulted in leaking from the tear. The root cause of the tear was not determined.